Manufacturer narrative:
Medtronic received the following information from the journal article entitled: fenestration of an iatrogenic aortic dissection after endovascular aneurysm repair. Apostolos t. Mamopoulos, thomas nowak, and bernd luther journal of vascular surgery 2013 58, (1) https://dx.doi.org/10.1016/j.jvs.2012.10.111. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 59 mm infrarenal abdominal aortic aneurysm. CT two days post the index procedure showed a retrograde ascending aortic dissection with an entry at the level of the suprarenal stent and a false lumen that reached to the left subclavian artery. It was also reported that one of the suprarenal stents was bent down and protruding into the aortic lumen. The patient was asymptomatic so no intervention was performed and the patient was monitored.

Manufacturer narrative:
Correction to title of journal article: medtronic received the following information from the journal article entitled: retrograde ascending stanford b aortic dissection complicating a routine infrarenal endovascular aortic reconstruction. If information is provided in the future, a supplemental report will be issued.